Event description:
Customer reported getting inconsistent sars-cov-2 results (assay lot 314804) for one patient from worklist ID: 002053-20220127-32. Customer reported that the patient tested on 1/27/22, resulted positive and the result was reported out. On (B)(6) 2022 patient was recollected and retested and the result was negative. The recollection was requested for pre-procedural clearance. Customer also expressed concern in an increase in positivity rates among asymptomatic patients and is worried there may be a contamination event. Per customer, environmental qc was done 1/21/22 with all good negative results.

Manufacturer narrative:
Customer was advised that the recollection would be considered a separate sample, but ts will review the logs. Ts noted that there were no obvious signs of gross contamination as there are multiple negative samples throughout runs. Customer was advised to clean the sample/reagent prep areas, touchpoints, changing gloves often, avoid touching caps, etc. No further issues were reported.